Event description:
The home patient's mother reported a homechoice pd cassette with a hole in it. The cassette was discarded by the customer. No patient injury or medical intervention was reported.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 16 2007. Homechoice pd cycler 110 volt; 2007. Minicap dicsonnet caps; 2007. Homechoice 4-prong apd cassette; 2007. Dianeal pd2 1.5 dextrose solution (6l); 2007. Dianeal pd2 2.2% dextrose solution (6l); 2007. Dianeal pd2 4.25% dextrose solution (6l); 2007. The sample was discarded and is unavailable for analysis. There are no further measures to be taken relative to this matter. Renal product surveillance, quality engineering and plan manufacturing will continue to monitor this product and take corrective / preventive action as appropriate.